Manufacturer narrative:
Philips has investigated this complaint. Review of system log files showed that the communication issue in image processing component (ipc). The engineer reseated the ipc cables and returned the system to use in good working order. Later, the issue occurred twice on the same day, cables were reseated once, and geo ipc has been replaced in the other occurrence to solve the issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry failed. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.